Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a4: patient weight unknown / not provided d4: additional device information unknown / not provided d4: unique identifier (UDI) number not available d6: implant date unknown / not provided g4: premarket identification: k011245/k002188 h4: device manufacturer date unknown / not provided

Event description:
Doctor has received an empty package, without the implant. Procedure completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spb8, (impl tapered sp 3.7mm 8mm octagon) for evaluation. Visual evaluation of the as returned implant packaging identified it was already opened, and the outer vial's tamper seal / ring was broken. The inner vial and the implant were missing. The coob is non-verifiable as the condition of the packaging / product when received by the customer is unknown / non-verifiable. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 2120004147. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120004147 for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.